Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that the rubber seal was coming out of the lid of the aseptic housing after the sterilization process. It can cause housing to not close properly and expose the non-sterile battery to the sterile surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the rubber seal was coming out of the lid of the aseptic housing after the sterilization process. It can cause housing to not close properly and expose the non-sterile battery to the sterile surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.